Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 2.59 volts while still in the box. The box label showed that the monitoring voltage should be 3.25 volts. The decision was made to not implant this device, but to return it to guidant for analysis. To date, there have been no reported patient symptoms associated with this clinical observation.